Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to have unraveling, peeled pebax, and frayed fibers at the distal end. No kinks were noted to the catheter shaft and no anomalies to bifurcate or glue fillets. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon at the distal tip. The balloon fibers were stripped and under microscopic examination, two pinhole ruptures were noted to the balloon. No other functional testing was performed. One video was provided and reviewed. The video shows the packaging of the conquest device. The labeling corresponds with the tw information of the device. The video then shows a health professional inflating the conquest catheter with an inflation syringe. Liquid is noted to be leaking from the distal end of the balloon, but the exact source of the leak cannot be determined. No evidence of balloon rupture and no other specific anomalies noted. Therefore, the investigation is confirmed for the reported uncomplicated pinhole balloon rupture as two pinhole ruptures were noted to the balloon under microscopic evaluation of the returned sample. The investigation is also confirmed for the identified leak as liquid was seen leaking from the distal tip of the balloon based on the provided video. The investigation is also confirmed for the identified peeled pebax, unraveled fibers and frayed fibers as the balloon was noted to have unraveling, peeled pebax, and frayed fibers at the distal end. A definitive root cause for the reported uncomplicated pinhole balloon rupture, identified leak, peeled pebax, unraveled fibers and frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 11/2024) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 24 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to have unraveling, peeled pebax, and frayed fibers at the distal end. No kinks were noted to the catheter shaft and no anomalies to bifurcate or glue fillets. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon at the distal tip. The balloon fibers were stripped and under microscopic examination, two pinhole ruptures were noted to the balloon. No other functional testing was performed. One video was provided and reviewed. The video shows the packaging of the conquest device. The labeling corresponds with the tw information of the device. The video then shows a health professional inflating the conquest catheter with an inflation syringe. Liquid is noted to be leaking from the distal end of the balloon, but the exact source of the leak cannot be determined. No evidence of balloon rupture and no other specific anomalies noted. Therefore, the investigation is confirmed for the reported pinhole balloon rupture as two pinhole ruptures were noted to the balloon under microscopic evaluation of the returned sample, and thus the source of the liquid seen leaking from the balloon from the provided video is determined to be from the pinhole ruptures. The investigation is also confirmed for the identified peeled pebax, unraveled fibers and frayed fibers as the balloon was noted to have unraveling, peeled pebax, and frayed fibers at the distal end. A definitive root cause for the reported pinhole balloon rupture, identified peeled pebax, unraveled fibers and frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 24 atm. The procedure was completed using another device. There was no reported patient injury.